Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was not in the correct position, the head, neck and control bar were damaged, and the thickness control lever, reciprocating arm, fine adjustment cams, bearings, spring seal, and throttle lever were worn. The head, neck, control bar, thickness control lever, reciprocating arm, fine adjustment cams, bearings, spring seal, and throttle lever were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this hand piece was skipping across skin when removing it during surgery. No adverse events have been reported as a result of this malfunction.